Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, diopter -11.5 into the patient's right eye (od) on (B)(6) 2019. The surgeon reports excessive vault. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.

Manufacturer narrative:
B5-updated information: the reporter states, "the vault in the od seems to be less than before." As of 21-jan-2020 the vault is at more than 1000 microns. The irido-corneal angle is less open compared to os but is not closed. Subjectively the patient is "feeling very happy." Ucva and bcva is noted as 20/25. Claim# (B)(4).